Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that while advancing the lens in the eye the surgeon noticed the capsule was ruptured. Incision was enlarged to remove the lens. Sutures were necessary and the eye was left aphakic. The surgeon planned to put in a new lens after the eye heals.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found both haptics bent. Functional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.